Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: low flow events were confirmed in the evaluation of the submitted log file. The submitted log file contained data from (B)(6) 2020, 20:17:57 through (B)(6) 2020, 11:12:43. The files captured the pump operating at a fixed speed of 8800 rpm with a low speed limit of 8400 rpm. Motor power, estimated flow and average pi typically ranged from 3.7-5.4 watts, 2.4-5.8 lpm, and 2.0-5.4, respectively. On (B)(6) 2020, a string of 54 low flow alarms were captured, when the pump flow dropped below the threshold of 2.5lpm. Per design, when the estimated flow is calculated at less than 2.5lpm, a low flow hazard status is posted to the log file. Despite the low flow hazard alarms, the pump appeared to function as intended and no other unusual alarms or events were captured. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. It was reported that the patient expired on (B)(6) 2020, and no further information was provided. Multiple attempts were made to obtain additional information; however, the account was unable to share more information due to hippa privacy. No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of heartmate ii lvas. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report #2916596-2020-05195. The patient experienced multiple low flow events. The site expressed concern about pump thrombosis. Log file analysis confirmed low flow events on (B)(6) 2020. The site reported the patient expired on (B)(6) 2020. Due to hospital policy, no further information pertaining to the death and event was provided. Log file analysis also captured 2 no external power events on (B)(6) 2020. These were caused by power to the mobile power unit (mpu) being briefly interrupted. The details surround the no external power events are unknown.